Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found that during the preparation before use (patient was not under anesthesia) the front panel display disappeared suddenly, without any error information and alarm sound. The user replaced the subject device to another device and completed the procedure. There was no delay more than 15 minutes. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the electrical circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from osh, omsc concluded that the reported phenomenon was attributed to the failure of the circuit board. However, the exact cause of the failure of the circuit board could not be conclusively determined. If additional information becomes available, this report will be supplemented.